Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy procedure, while doing surgical stapling, the stapler was ready to fire, but it would open by itself and can not be used. As stated, the stapler was not able to fire, the surgeon was able to press the green button and the handle did not squeeze. New product was opened to complete the case. There was no patient injury.